Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive while at a water amusement park. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 24-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, ok, and contrast buttons were found to be under-responsive. The keypad cover was removed and no damage or contamination was observed on any of the button contacts or keypad connector. The pump cover was removed and moisture corrosion was observed on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.